Event description:
This ra lead was implanted on (B)(6) 2003. At upgrade procedure on (B)(6) 2011 they noted high pacing impedances and noise. Tried 2 different devices with same results, then lead attached to psa and normal measurements noted. When reconnected to the second device, no noise noted and measurements normal. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).